Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the implant was removed on (B)(6) 2018 and was not replaced due to skin erosion. The patient will come back for a re placement in 3-6 months. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep confirmed by the hcp indicated the cause of the skin erosion was not determined and it was not verified if the skin erosion was resolved.